Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right common femoral vein. The armada 35 was inflated and deflated without issue; however, during removal, the device became caught on the non-abbott guide wire. The devices were removed as a single unit, without difficulty. There were no adverse patient effects or clinically significant delay. No additional information was provided.